Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing palpitations. Upon interrogation, the right ventricular lead exhibited low sensing and loss of capture. The patient also noted that they felt the pacing from the lead. Fluoroscopy and an echocardiogram revealed that the lead had perforated the right ventricle. The lead was repositioned successfully on (B)(6) 2020. The patient was stable.